Manufacturer narrative:
Pre-procedure activities (vpad placement, inspiration/expiration scans, airway segmentation, 3d model building, data transfer) completed per protocol. Navigation procedure began using 4mm bronchoscope with tip tracked forceps. Accurately navigated to suspected lesion and took first biopsy with forceps. Forceps were removed from bronchoscope to remove sample with no indications of any problems. All vitals were normal, nothing out of the ordinary. Doctor inserted forceps back into the bronchoscope for 2nd sample. Second sample was taken and forceps removed from the bronchoscope. When forceps were removed from the bronchoscope, there was an excessive amount of blood. Doctor immediately sat patient upright, removed bronchoscope and began to suction blood from patient's mouth. Company representative removed system and left procedure room. Approximately 20 minutes later, company representatives were informed that patient had expired. Doctor commented that navigation system had no effect on the outcome of the case and that excessive bleeding is a potential outcome of bronchoscopic procedures. Screenshots captured from the procedure show that the system was accurate and samples were taken from the suspect lesion.

Event description:
Patient died after biopsy procedure with electromagnetic navigation bronchoscopy due to excessive bleeding.